Event description:
It was reported that the patients spinal cord stimulation (scs) lead was fractured. The physician broke the lead, removing it from the sheath and three contacts remain under the skin.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort o obtained the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI)# and other specific product information.